Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The ion stent delivery system was advanced but was unable to cross the lesion. The catheter shaft kinked and the tech was attempting to straighten it outside of the patient when it broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The ion stent delivery system was advanced but was unable to cross the lesion. The catheter shaft kinked and the tech was attempting to straighten it outside of the patient when it broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)